Event description:
Event was reported to caldera medical by an attorney. The patient has suffered extreme pelvic pain, pain during intercourse, recurrent incontinence, bleeding, discharge, and erosion. No further information has been provided.